Manufacturer narrative:
The technician found the right intermediate side rail latch is contaminated. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician thoroughly cleaned the right intermediate side rail latching assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the right intermediate side rail will not latch. There was no patient/user injury reported. (B)(4).